Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an electrical connection failure. The baton was replaced and the faulty device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, intermittently, there was no image. A delay in the procedure of approximately two (2) minutes occurred as another verathon baton was obtained. No harm to patient or user was reported.